Event description:
A patient was on ECMO at the time of the event. Plasmapheresis was initiated that morning. The patient became hypertensive, bradycardic and flushed. Pheresis was stopped less than one-half hour after initiation. An investigation showed that the 500 ml bag of normal saline normally used for kvo of pheresis circuit had free-flowed into the patient. Part of the pheresis circuit is free flowing and if roller clamp is released, the entire bag infuses quickly into patient. Patient was very edematous. Ultrafiltration via ECMO was increased to remove the extra fluid from patient. Patient recovered from this event. The manufacturer of the pheresis circuit has been contacted and request has been made for a possible anti-flow device modification of circuit. The company forwarded request to their research and development department.